Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded ventricular tachycardia (vt) episodes and provided appropriate anti-tachycardia pacing (atp). Some of the vt episodes were converted with anti-tachycardia pacing (atp), and some episodes slowed the vt below the detect rate. This ICD had difficulty converting the vt with atp. Technical services (ts) recommended lowering the vt zone rate. The cardiologist sent the patient into the emergency department for further consultation. This ICD remains in service. No additional adverse patient effects were reported.